Event description:
It was reported that during use with bd insyte¿ autoguard¿ bc shielded IV catheter the needle would not retract. There was no patient impact. This is the 2nd of 2 events. The following information was provided by the initial reporter: it was reported by the customer that when placing the insyte autoguards, they feel like the button takes force to retract. The needle would not retract. What is the date of event? (B)(6) and another date within 2 weeks prior to that. Was the retraction able to be complete and just difficult as there was force needed for the button to work? On (B)(6) the needle wouldn't retract, the other one, it took several times for the needle to retract was there any use on patient? Yes, they were starting an IV on patients describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Please include treatment/intervention provided and the outcome. Tient no patient harm did the event interrupt the administration of any medication, or cause a clinically significant delay in medication, that negatively impacted the patient? If yes, please provide details. No . Please describe any additional, unplanned medical or surgical intervention (e.g., additional/alternative medications, imaging, etc.) Required to avoid patient harm, if not previously provided. None.

Manufacturer narrative:
Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h10.